Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01598, 3005168196-2017-01600. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a pelvic congestion using ruby coils and pod6's. It was noted that the patient had tortuous anatomy. During the procedure, the physician had difficulty getting support and access to the target vessel and was unable to place the sheath at the desired location. Consequently, while attempting to advance two ruby coils and one pod6, the physician experienced resistance and was unable to advance the coils through the non-penumbra microcatheter. The ruby coils, pod6 and microcatheter were then removed. Upon removal, the physician noticed that the microcatheter was kinked. Therefore, the procedure was completed using additional ruby coils and a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.